Event description:
This is a report of a homechoice patient (hp) who stated that he was diagnosed with peritonitis at the beginning of (B)(6) 2010. The hp was on antibiotics for the peritonitis, taken with 1000ml of solution intraperitoneally and left in for 6.5 hours. The peritonitis has since resolved. Due to the peritonitis, the patient stated his blood sugar and blood pressure have not been right, but now he is getting back on the right track. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. Access was obtained via the femoral artery. The 85% stenosed, 2.5x20mm target lesion was located in the severely calcified, moderately tortuous left anterior descending artery (lad). The lesion was predilated with a 1.5x15mm balloon and then the 2.5x16mm taxus liberte stent was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the physician attempted to cross the lesion with a 2.5x8mm taxus liberte stent but this device was also unable to cross the lesion. The procedure was ended at this point and the physician recommended a rotational atherectomy procedure at a different hospital. No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed a shaft break.

Manufacturer narrative:
(B)(4). This is number 3 of 4 complaints submitted for the report of peritonitis. As the patient discards supplies after each therapy, the sample was not requested.